Event description:
Information received indicates the hi/low function is drifting down slowly after several hours.

Manufacturer narrative:
The technician isolated the issue to the hi/low valves. He replaced the up and down hi/low valves to repair the bed.